Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer 1 was not detected on the bus due to the faulty pyxibus controller module.a field service engineer replaced the pyxibus controller module to resolve the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. Additionally, it was reported that the user was able to retrieve the needed medication from the medstation nearby and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.